Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The device was returned for evaluation and was returned in two pieces. The returned part was examined with magnified photography. Observed phenomena included: [discoloration/wear] there was brown surface discoloration/corrosion/staining on drive feature, top of slider, front of slider, and in slider threading. Scratching/indentation/wear was present in/near the drive features and on many other external surfaces of the device. [Slider breakage] the slider subcomponent had broken into two pieces at the first thread/trough as measured from the hook side of the slider. One fragment containing the hook detached from the assembly. The other fragment containing the majority of slider thread remained assembled with the device. [Fracture plane] fracture planes on both fragments cut across the first thread/trough. Fracture planes on slider fragments indicated brittle failure likely occurred which is most common during overload scenarios. This slider subcomponent experiences loading as the user torques a contour screw via the torque-limited 30 n-cm power unit compress mode. However, due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported during the procedure, the primary guide was being removed, and the surgeon noticed the compression hook on the guide had broken off. The hook tip was trapped in the pleura just below the guide position; however, it was able to be removed. It was reported there was minimal procedural delay (5 minutes) and no adverse consequences to the patient. The procedure was completed by using the other three guides.